Manufacturer narrative:
(B)(4). The field service engineer (fse) went onsite to evaluate the suspect device. Upon further evaluation, the fse determined the touch screen needed calibration. The fse calibrated the touch screen, checked extended system test/ operational verification procedure and reported the unit is meeting manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the touch screen is frozen and will not let any changes be made. The customer reported no patient involvement is associated with the event.